Event description:
This lead was capped due to increasing lead impedance to 1507 and threshold up to 2.1 volts at 0.4 ms. Patient is pacer dependent, decision was made to place a new rv lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.